Event description:
Revision of a failed hemiarthroplasty to an rsp.

Manufacturer narrative:
This is the final report. Device not returned for analysis. Additional information will be provided if it becomes available.